Manufacturer narrative:
Product ID 3889-33 lot# va0lcyd serial# implanted: (B)(6) 2014 explanted: product type lead other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of the patient and the patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the caller did not know when the patient's issue started, but thought "the thing must touch a nerve." The device, "throws [them];" the patient had fallen and the caller thought there must be a lead wire pressing on something because they "disconnected" it. The caller explained it was shut off about a year ago. The stimulator needed to be removed and they wanted to find a doctor who was not the doctor that did the surgery. When asked to confirm they wanted to have the pelvic health device removed, the caller said "they are disconnected." The patient needed to have the stimulator removed and needed the name of another doctor other than the one that did the surgery. It was confirmed with the caller they were looking for a doctor to remove the patient's pelvic health device. They had talked to the manufacturer about it. They were disconnected, and there must be a lead wire pressing on something. When asked the date when the patient realized it must be a lead pressing on something, the caller said, "I haven't been taking care of [them] that long, it's been probably a year ago, and I think they just shut the machine off . But [they] still, this thing, must touch a nerve; it just kind of throws [them], [they've] fallen before and so it needs to get out of there." When asked if this started about a year ago, the caller said, "I think so." They stated they needed some answers. The patient was redirected to their healthcare provider to further address the issue. Names and numbers of other healthcare provider's were verbally provided to the caller.